Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01oct2020.

Event description:
It was reported that the ventilator had a blower high temperature alarm. There was no patient involvement. The customer troubleshot with technical support and found the filter was dirty. The customer was advised to replace the filter. The customer reported replacing the air inlet filter and running the unit for 24 hours with no issues.